Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl and "fainted". Low bg cause was not known. Family member provided customer with juice to address the issue and drove them to the emergency room. Customer was treated with an "ampule of d50" and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.